Manufacturer narrative:
There have been 3 separate pr's and 3 separate MDR reports submitted in relation to this single complaint event due to the involvement of two patients and two suspect devices: (B)(4); (B)(4)-mdr2013-00148; (B)(4)-mdr2013-00149. This complaint event has been deemed reportable due to the potential of a foreign body situation. The actual lot number of the oa-10 device involved in this complaint was not provided. As the lot number was not provided; therefore, it is not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. We were advised that the device involved in this complaint was available to be returned for evaluation, but to-date the device has not been received at cook (B)(4). As the device has not been received; therefore, the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined. Summary of description event: an attempt was made to deploy a second stent (10x15 cm cotton huibregtse stent) using an oasis introduction system (oa-10), but couldn't get through the stricture. The introducer and stent was removed from the pt. The stent remained in the scope. The scope was being used on another pt when the stent was observed in the scope channel. Therefore, 3 pr's have been logged as follows: (B)(4) (oa-10) - an attempt was made to deploy a second stent (10x15 cm cotton huibregtse stent) using an oasis introduction system (oa-10), but couldn't get through the stricture. The introducer and stent was removed from the pt #1. The stent remained in the scope channel. (B)(4) (stent) - scope (containing the stent from (B)(4)) was being used on pt #2 when the stent was noticed in the scope. (B)(4) (stent) - an attempt was made to deploy a second stent (10x15 cm cotton huibregtse stent) using an oasis introduction system (oa-10), but couldn't get through the stricture. The introducer and stent was removed from the pt #1. The stent remained in the scope channel. The complaint info reported was as follows: "when the physician was trying to deploy a second stent, but they could not get the oasis through so they aborted the procedure and pull out the oasis. They did not look to see if the stent was still on. The scope was reprocessed with the stent in the channel. Confirmed on (B)(6) 2013: one stent had been placed, but placing the second stent was unsuccessful. The oasis was pulled out of the scope. The nurse wrote the scope down as routine; therefore, it did not get brushed before going into the evotech machine. The evotech did not abort the cycle when a seed is in the scope. The customer is in contact with evotech. The pt's chart has been reviewed and the pt has no infectious diseases. Infection control and the legal department at (B)(6) have been involved and feels there is little risk to the pt. The physician involved will inform the pt after discussing this in rounds. In the future, the physician will check all devices that did not deploy, but was put into the scope as a precaution. All scopes used in ercp procedures will be no-routine and therefore, get a brush prior to the machine. Confirmed by the customer on (B)(6) 2013 - the stent came off the oasis in the scope even though it was not deployed. It was a 10x15 cm cotton huibregtse stent. The physician deployed one and was attempting to deploy another alongside, but it was too tight. The following is a summary of comments received from the relevant engineer at cirl on review of the complaint event: the device was used as intended. There is nothing stated below that suggests that the device did not performed as intended. The IFU for this device contains the following precaution: "do not use this device if stent cannot advance through strictured area." The device that is the subject of the complaint was sold as an introducer only, and would have to have been loaded with the stent by the user. When the stent is loaded onto the stent introduction system, it sits at the distal tip of the pushing catheter, and is advanced through the working channel of the endoscope by the advancement of the pushing catheter. The stent loaded on to, but is not attached to, the stent introduction system. The IFU for this device advises that "upon completion of procedure, dispose of device per institution guidelines for biohazardous medical waste". In this case, the stent could not be advanced through the stricture because it was too tight. Most likely cause is that the stent moved off the introducer while attempting to remove the introducer/place the stent. As a result when the physician removed the devices from the pt it was not confirmed that both the introducer and stent had been removed. Prior to distribution, all oasis devices are subject to visual inspections and functional checks to ensure device integrity. A review of the manufacturing records for this oasis device could not be carried out as the lot number was not provided. As per the instructions for use, IFU, precaution section instructs the user of the following: "do not use this device if stent cannot advance through strictured area." As per the instructions for use, IFU, system preparation section instructs the user of the following; "if applicable, pre-load desired stent and positioning sleeve onto tip of introducer." A two year review of the complaints history of oa-10 and all oa devices revealed no other complaints "where the stent came off the introducer and remained in the scope channel." This therefore represents an isolated occurrence for this rpn over this timeframe. No corrective action is warranted at this time. From the info provided there were no adverse effects to the pt due to this occurrence. The introducer had been removed from the pt as it would not advance through and the stent that had come off this introducer remained in the scope channel. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
An attempt was made to deploy a second stent (10x15 cm cotton huibregtse stent) using an oasis introduction system (oa-10), but couldn't get through the stricture. The introducer and stent was removed from the pt. The stent remained in the scope. The scope was being used on another pt when the stent was observed in the scope channel. Confirmed on (B)(6)2013: one stent had been placed, but placing the second stent was unsuccessful. The oasis was pulled out of the scope. The nurse wrote the scope down as routine; therefore, it did not get brushed before going into the evotech machine. The evotech did not abort the cycle when a seed is in the scope. The customer is in contact with evotech. The pt's chart has been reviewed and the pt has no infectious diseases. Infection control and the legal department at (B)(6) have been involved and feels there is little risk to the pt. The physician involved will inform the pt after discussing this in rounds. In the future the physician will check all devices that did not deploy, but was put into the scope as a precaution. All scopes used in ercp procedures will be no-routine and therefore get a brush prior to the machine.